Event description:
Kimberly-clark received a report from a distributor as well as the regulatory agency in france, stating, "mic-peg placed on (B)(6) 2010. Patient was sent for tube replacement, during the removal of the tube by traction (pulling), rupture of the internal dome which remained in intra-gastric position. Gastroscopic procedure for removal of the dome with retrieval device (snare). No injury reported." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and indicated that product lot met all manufacturing specifications. Sample evaluation: only the bumper portion of the peg tube was received. A small remnant of the tube was visible within the bumper, with the length equal to the thickness of the bumper. It appears that the bumper was cut from the tube; however, it is not possible to make an accurate determination of root cause based on the sample that was received. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.